Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 3 total events were initially reported. 3 previously reported events are included in this follow-up record. Product return status 3 devices were received.   Evaluation status 3 reported events were confirmed during testing. - 2 devices were found to be affected by broken down lubrication and a shattered bearing. - 1 device was found to be affected by a missing bearing and broken down lubrication.   Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had small pieces breaking off and overheated. 2 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: three (3) events were reported for this quarter. Product return status: one device was available for evaluation but has not yet been received. Two (2) devices were not available to stryker for evaluation. Additional information there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device had small pieces breaking off and overheated. Two (2) events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.